Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomed performed a checkout of the equipment and a review of the logs. The hospital will be replacing the anesthesia control board. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported that, during a case, mechanical ventilation stopped. There was no reported patient injury.